Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge change error issue was verified; however the alleged fill estimate issue could not be verified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge dropped from 110 units to an inaccurate amount of 0 units. Additionally, a change cartridge error occurred with multiple cartridges during the load sequence. The customer's blood glucose (bg) level was 173 mg/dl. Reportedly, the customer reverted to an alternate insulin pump for insulin therapy.